Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple sensors showed inaccuracies between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading would be either 40 mg/dl or 300 mg/dl, and the meter bg reading would be around 100 mg/dl. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.